Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager attached to refrigerator was failed to recover and it requires maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) was not responding and a drawer required maintenance. The field service engineer (fse) reseated the srm and applied grease to the latch to restore proper function. After servicing, the srm was tested by the customer and confirmed to be working. A functional test and diagnostic were also performed to verify resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager attached to refrigerator was failed to recover and it requires maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex c and imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager attached to refrigerator was failed to recover and it requires maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager attached to refrigerator was failed to recover and it requires maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.